Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menometrorrhagia ("irregular and heavy menstrual periods"), back pain ("back pain during intercourse"), abdominal distension ("excessive abnormal bloating"), palpitations ("heart palpitation"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), rash ("rashes"), tooth disorder ("dental issue"), urticaria ("hives"), headache ("excessive headache "), dizziness ("dizziness"), arthralgia ("joint pain"), bacterial vaginosis ("frequent bacterial infection"), vulvovaginal mycotic infection ("frequent yeast infection") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (underwent a hysterectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menometrorrhagia, back pain, abdominal distension, palpitations, rash, tooth disorder, urticaria, headache, dizziness, arthralgia, bacterial vaginosis, vulvovaginal mycotic infection and dyspareunia outcome was unknown and the fatigue and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, bacterial vaginosis, dizziness, dyspareunia, fatigue, headache, menometrorrhagia, palpitations, pelvic pain, rash, tooth disorder, urticaria and vulvovaginal mycotic infection to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.